Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a (B)(6) male patient weighing 150 pounds. During the procedure, the physician advanced the device towards the target site through torturous anatomy . The pull wire was retracted for stent deployment and then reinserted for repositioning. As the pullwire was being reinserted, the pullwire bent. The physician decided to withdrawal the device from the patient and the stent deployed prematurely. The stent was removed with a snare and the procedure was completed with 2 wilson cook 7fr 15 cm stents and no patient complications. The procedure was successfully completed with no reported patient complications. The patient was reported to be in fine after the procedure.

Manufacturer narrative:
(B)(4). Torn iris seal. The analysis results of the (B)(4) found that the device received had the inner upper seal ring torn. The initiation site for the tear was adjacent to the inner upper seal ring. The tear propagated to and 360º around the inner upper seal ring. No functional testing could be performed due to the condition of the device. The complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). (B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a hals bowel resection procedure, after joining cap to ring, each cap tore away from frame on closing. All three caps were from the same box and tore in the same way. Another like device was used to complete the procedure. Surgery was prolonged 10 minutes. There were no adverse consequences for the patient.